Manufacturer narrative:
The mfg and qc records for the lot of vasoseal involved in this event were reviewed. 100: the review of the mfg and qc records found no deviations form specification. 200: co's evaluation of the returned product confirmed that the sheath had separated from the hub. There was a sharp bend in the sheath and a bulge where the plunger had pushed against the inside of the sheath. Continued pressure on the plunger would have stretched the sheath to the point where it separated from the hub. Resistance should have been felt when the plunger pushed against the side of the sheath. The IFU warns the user to avoid kinking or bending the sheath and that if resistance is felt, abort the vasoseal procedure. 2379 is a result of user error.